Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as ¿high¿; although specific value was not provided. Cause was not known. Reportedly, due to the elevated bg, the customer required assistance from their spouse in administering a correction injection. Customer declined further troubleshooting, therefore no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.